Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending artery. Pre-dilatation was performed with a 2.5 x 12 mm mini trek balloon. The 3.5 x 28 mm xience v stent was deployed and post-dilated with a 3.5 x 08 nc trek balloon at which time a vessel perforation was observed. The perforation was treated with a graftmaster 2.8x19mm covered stent. The patient was reported to be stable post procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effect of perforation is a known potential patient effect as listed in the xience v everolimus eluting coronary stent system instructions for use. Although, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.